Manufacturer narrative:
The root cause of the damaged guide arms on the surgical instrument was likely due to the misalignment of the housing impactor component prior to impaction with a mallet. When the impactor was misaligned and struck with force, it caused damage to the delicate guide arms of the instrument. The patient was unaffected as a replacement guide arm from another set of the same instrument was promptly obtained, allowing the procedure to be completed successfully.

Event description:
During the preparation for the posterior stabilization (ps) notch procedure, the surgeon inadvertently misaligned the housing impactor component of the surgical instrument prior to striking it with a mallet. The guide arms of the surgical instrument were damaged during the impaction process, likely due to the misalignment. A replacement guide arm component was obtained from another set of the same surgical instrument and used to complete the procedure successfully. The patient was unaffected by the instrument issue.